Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-13 h.6. Investigation summary: customer returned three (3) sealed/unused 32gx4mm bd pen needles from lot 9288693. Consumer reported bent pen needles during her injections and when it is a drop of insulin and not a steady flow of insulin during priming. All three pen needles were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe): outer diameter (in): lube: sample 1; good/good; 0.0092; good. Sample 2; good/good; 0.0092; good. Sample 3; good/good; 0.0092; good. All three tested pen needles were then tested for flow using a test pen injector: all three were able to expel properly. Since no evidence of manufacturing defect was observed the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g was unable to deliver insulin. The following information was provided by the initial reporter: "it was reported a bent pen needles during her injections and when it is a drop of insulin and not a steady flow of insulin during priming, she notices her blood sugar to be a bit higher. Verbatim: consumer reported bent pen needles during her injections. Stated this has been happening for a quite a while. Stated she rotates injection sites and always checks both ends of the pen needle to ensure the needle is straight. Stated she also primes before every injection. Stated when it is a drop of insulin and not a steady flow of insulin during priming, she notices her blood sugar to be a bit higher. No medical attention was received. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles 4 mm (5/32¿) 32 g was unable to deliver insulin. The following information was provided by the initial reporter: "it was reported a bent pen needles during her injections and when it is a drop of insulin and not a steady flow of insulin during priming, she notices her blood sugar to be a bit higher. Verbatim: consumer reported bent pen needles during her injections. Stated this has been happening for a quite a while. Stated she rotates injection sites and always checks both ends of the pen needle to ensure the needle is straight. Stated she also primes before every injection. Stated when it is a drop of insulin and not a steady flow of insulin during priming, she notices her blood sugar to be a bit higher. No medical attention was received. "